Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive, also battery out limit alarms were reported. Customer's blood glucose level at the time 46 mg/dl. Customer treated with food. Customer stated that prior to the alarm she woke up soaking wet, and the customer keeps insulin pump in her bra. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.